Event description:
An error occurred the da vinci surgical system indicating an issue with the patient side manipulator (psm) 2. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
A patient side manipulator (psm) arm was returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. Engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 2. The axis-2 brake will be upgraded to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator failing the brake weight drop during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.